Event description:
Patient with implantable cardioverter defibrillator and ventricular lead implanted had a cardiac arrest. Rapid ventricular tachycardia (~240 bpm) was changed to ventricular fibrillation with anti-tachycardia pacing (atp) by the device. During 5 minutes of ventricular fibrillation, device did not appropriately shock (the device intermittently sensed v-tach / v-fib but then concluded a return to sinus rhythm due to small ventricular electrograms). Device ultimately successful with 800 j shock (two subsequent vf episodes lasted seconds immediately afterwards and were successful cardioverted with ICD shocks). In summary, there was a failure of device sensing during the prolonged v-fib episode.

Event description:
Patient with implantable cardioverter defibrillator and ventricular lead implanted had a cardiac arrest. Rapid ventricular tachycardia (~240 bpm) was changed to ventricular fibrillation with anti-tachycardia pacing (atp) by the device. During 5 minutes of ventricular fibrillation, device did not appropriately shock (the device intermittently sensed v-tach / v-fib but then concluded a return to sinus rhythm due to small ventricular electrograms). Device ultimately successful with 800 j shock (two subsequent vf episodes lasted seconds immediately afterwards and were successful cardioverted with ICD shocks). In summary, there was a failure of device sensing during the prolonged v-fib episode.